Event description:
It was reported that during a percutaneous coronary angioplasty (ptca) procedure, a perforation occurred. The 99% stenosed lesion was located in the distal right coronary artery (rca). The lesion was predilated with a maverick 3.0 x 15mm balloon catheter four times to 6 atms. Then, the liberte 3.0 x 16 stent was deployed at 14 atms. A perforation was then noted. CPR was started, and the patient was intubated. Pericardiocentesis was performed, draining approximately 360 ml. A maverick 4.0 x 15mm balloon was inflated to 12 atms, and a 4.0 x 16 stent was then deployed. An unknown ptca balloon was inflated twice to 12 atms and 14 atms, and a second 5.0 x 16mm stent was deployed in the proximal rca overlapping the first stent. Patient issues were then resolved. Patient status was reported as 'fine'. The physician stated that the injury was not device-related, but due to the anatomy.

Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.